Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0058202r, product type: catheter. (B)(4).

Event description:
The patient reported through the manufacturing representative that her pump had gone empty. She experienced unspecified symptoms in her legs. The indications for use were non-malignant pain and post lumbar laminectomy syndrome. Drug information on the medication being delivered by the system was unknown. The cause of the issue, diagnostics/troubleshooting performed, specific symptoms in the patient's legs, device information, and actions/interventions taken to resolve the empty pump were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.